Manufacturer narrative:
Follow-up #1: date of submission 19 oct 2017 device evaluation: the device has been returned and evaluated by product analysis on 09/25/2017 with the following findings: on investigation, the pump failed to power to on and was completely unresponsive. Investigation of the alleged call service alarm issue was not able to be completed because the device was received in a condition that prevented the investigation of the alleged issue.

Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.